Event description:
Patient was enrolled into the (B)(6) study and randomized to the arm b, annual 3d mammogram on (B)(6) 2023. She received her first mammogram on study shortly after on that same day. Patient presented to the ed on (B)(6) 2024 with bright red bloody stool and was diagnosed with metastatic rectal cancer on (B)(6) 2024. This was shown on a CT scan that diagnosed the patient with multiple pulmonary nodes and liver hypodensities as well as upper abdominal lymph nodes followed by a rectal biopsy. Patient was treated with radiation and discharged from the hospital. Following her radiation treatment she received 3 cycles of carboplatin and etoposide. Patient was admitted to the hospital again from (B)(6) 2024. Patient received her 2nd mammogram on study on (B)(6) 2024. Patient was diagnosed with progression from her metastatic rectal cancer on (B)(6) 2024. She received 1 cycle of topotecan on (B)(6) 2024. Patient was not able to tolerate any more chemotherapy. The decision was made by the patient and her family to proceed with comfort care measures. Patient was admitted to inpatient hospice on (B)(6) 2024 and expired on (B)(6) 2024 with acute respiratory failure.